Manufacturer narrative:
Lack of effective training - the processing technician had never previously handled an interruption during this step, while operating the janus instrument. Samples should not have been added or removed, prior to stopping the instrument and beginning again with new barcodes. Lab management performed a retraining on the process and it was stressed that samples are never to be added to or removed from a run, while a janus is running or paused. If samples are added or removed, the run must be aborted and new barcodes assigned to the plates prior to starting the run. Moving forward, any time a janus run has to be aborted, a new barcode label will be assigned to the plate(s) and a new run will be started by scanning the new plate barcodes.

Event description:
On (B)(6) 2022, samples were run and after being re-extracted, it was determined that 11 sample results were flipped and reported as "not detected", when they should have been reported as "detected". This incorrect reporting was realized on (B)(6) 2022.